Event description:
Hcp reported "not functioning - poor position, xray showed catheter was not in place." The device was explanted but not returned to the MFR for analysis. A follow up report will be sent when additional info is received.